Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. Add'l questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports that the blade did not retract on the device. There was an unknown amount of time delay added to the procedure due to this occurrence. Additional questions have been asked about the time delay. The surgeon opened another device to finish the procedure with no further difficulties. There was no patient injury.